Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found contrast visible in the inflation lumen and loosely folded balloon, which is consistent with preparation and the balloon inflated. A new indeflator was used in an attempt to pressurize the balloon, when fluid was noted to be leaking from a pinhole in the balloon 1mm proximal to the distal end of the distal balloon marker. There were no scratches found and it could not be determined if the pinhole was along a crease or fold in the balloon. The scanning electron microscopy (sem) analysis determined that the rupture may be attributed to mechanical damage to the outer surface. Mechanical damage was observed at and near the longitudinal rupture. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a manufacturing deficiency, all products are 100% leak tested on line and a sampling of units are rupture tested prior to release. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. In this case, the patient anatomical conditions were not reported which may have aided the investigation. It is possible an interaction with other devices and/or the lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation at 6 atmospheres, which is below the rated burst pressure (rbp) of 14 atmospheres. In this case, a conclusive cause for the reported balloon rupture could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported balloon rupture could not be determined.

Event description:
It was reported that the balloon catheter was prepped normal with negative pressure. The balloon inflated to 6 atmosphere and then it stopped. Once outside the patient it was discovered that there wa a leak in the balloon. Reportedly, there were no patient effects. Though requested, no additional event or patient information was available.